Event description:
Physician describes adverse event as "fractured tubing" noted on the port tubing connector.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeled addresses the possible outcome of leakage as f/u: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."